Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited chips on the pink probe, pinholes in the glue around the light guide lens, and an absence of ke45 at the forceps cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the malfunctions is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.